Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range right ventricular (rv) pacing impedance measurements measuring, less than 200 ohms. Previously impedances measured 400 ohms. The field representative was inquiring about performing a magnetic resonance imaging (MRI) however, technical services noted it does not meet the conditions as there is a possible lead integrity issue. Additional information from the field representative confirmed an MRI scan was not performed and the plan is to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.